Manufacturer narrative:
The complaint cannot be verified. Since no material has been returned from the customer and no lot number is known, no investigation could be performed.

Manufacturer narrative:
Please note: the last report (2183996-2013-01114-01) was submitted in error. The product was received on (B)(4) 2013, and the evaluation has been completed. The evaluation results are below: the complaint can be verified. The up button does not operate. The connection of the up flex print is interrupted.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the up button on the infusion device does not function. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.